Event description:
It was reported that prior to the start of a da vinci-assisted transanal local excision surgical procedure, system had a non-recoverable fault. Customer performed a hard power cycle on the system prior to calling technical support and error 31030 appeared. Onsite was not connected. Technical support engineer (tse) walked customer through hard power cycle of system and error 31030 was no longer present but errors 32097 and 319 appeared. Tse walked customer through connecting onsite. Error 32097 was present on all drives and error 319 was on drive 3. Additional power cycle of system and emergency power off (epo) of patient side cart (psc) made no change. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse observed the psm3 ribbon cable was severed by the cable guide. Images associated with this inspection were provided for review and were consistent with the cable damage. Fse replaced the patient side manipulator (psm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psm was analyzed and was found to have a broken belt and insertion flat flex cables.